Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the most recent follow-up, the longevity remaining decreased to five years in two years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the most recent follow-up, the longevity remaining decreased to five years in two years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.